Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.